Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the reported patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the heavily calcified right common femoral vein was attempted with two prostyle devices after an ablation procedure, with an 8fr sheath. Reportedly, resistance was felt during insertion of the first prostyle device and the guide kinked. A new prostyle was attempted, but the same issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.